Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient turned the implant off because they were experiencing "burning numbness and pain on the right hip from her knee to her thigh that felt like she was getting shocked." The patient indicated that their healthcare provider (hcp) did not believe the issue was related, but the patient still left it off because the patient was doing fine without it. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.